Event description:
It was reported that there was a suspected lead fracture. During the extraction procedure, the patient experienced tamponade. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).